Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6), 2015 at approximately 7:17am in the morning when she allegedly obtained an error 2 message when attempting to use the subject device to measure her blood glucose. The patient stated that she manages her diabetes using pills, diet and/or exercise and reportedly continued with her usual diabetes management routine after the alleged issue began. In related complaints the patient also alleged obtaining error 3 and error 5 messages. The patient reported experiencing symptoms of shakiness an unknown amount of time after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was the patient's first use of the product, the correct test strips were being used and the testing procedure was correct. The csr was unable to walk the patient through a re-test and was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have low bias accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 the retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the reported issue; however, as previously stipulated, the retain test strips were found be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.